Event description:
Technician alleged that the brake is not holding. No injury reported.

Manufacturer narrative:
Technician found the brake caster was loose. The technician tightened the brake caster to resolve the issue.